Event description:
Rptr has instability of l4-5 and lumber 5, sacral 1 with disk problem with spurring at l4-5. He is having a lot of back pain with leg pain. He hasn't had a good nights sleep since his surgery. (*)